Event description:
A facility reported that the mayfield composite series base unit, standard (a3101) was involved in a slippage incident and they were unsure if patient injury occurred. Additional information was later received as follows: "after further investigation and discussion with the account, the issue appears to lie with the doro skull clamp that was used. All of the connections between the integra parts remained solid the entire time but the head slipped out of the pins on the doro skull clamp... The integra parts used during the case were not the issue." Integra has forwarded details of the complaint event to "black forest medical group" who is the manufacturer of the "doro skull clamp."

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield composite series base unit, standard (a2101) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed and found no anomalies. After further investigation and discussion with the account the issue appears to lie with the doro skull clamp that was used. All of the connections between the integra parts remained solid the entire time but the head slipped out of the pins on the doro skull clamp. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.